Event description:
While the patient was undergoing cardiac angioplasty/stenting the medrad ipx1 power injector malfunctioned. This was at the end of the case, the cardiologist needed one more picture of the heart. While the staff were troubleshooting this the stopcock was off to the patient. The cardiologist saw air enter the coronaries. No one was injecting anything, doctor tried to withdrawal air from the vessel, but the patient went into cardiac arrest. Patient stabilized after resuscitation, taken to ICU, slow to wake up- clinical picture consistent with anoxic brain injury. Patient had an air embolism while the patient was have a pci, medrad auto injector malfunctioned and air entered the patients coronaries as seen by the cardiologist on fluoroscopy. This report is for the tubing used in the medrad. FDA safety report ID # (B)(4).